Manufacturer narrative:
Product complaint:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 - unable to investigate further h3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former and one detached needle was received for analysis. The product code sxpp2b409 is double armed. The visual assessment of the needle noted that the swage and attachment area was observed as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences?

Event description:
It was reported a patient underwent an unknown arthroplasty procedure on an unknown date in 2025 and topical skin adhesive was used. Post op of procedure patient presented with skin reaction. The adhesive was removed and oral steroids. Patient currently doing fine. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction infection. Name of surgery? General description of ¿skin reactions/dermatitis¿ is how it was described following total knee and also total hip surgeries. What date /day post op was the reaction noted? Unknown, the physician did not immediately report it to me. Was any surgical intervention performed? No. Were any cultures taken? Results? Please describe how was the adhesive was applied. Per IFU. What prep was used prior to, during or after adhesive use? Yes, but it is wiped off and dried before application. Was a dressing placed over the incision? If so, what type of cover dressing used? Ace bandage. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? All patients responded ¿no¿ before procedure. Is the patient hypersensitive to pressure sensitive adhesives? All patients responded no before procedure. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes. Patient demographics: initials / ID, gender, age or date of birth; bmi unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Product lot of products used? Unknown. Current patient status. Healed. Name of surgeon? Dr. (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Feels it is an issue with the product. Is product available to return for analysis. No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.